Event description:
According to the reporter, during a bravo procedure, the patient left for an hour and called back stating the recorder was flashing red and beeping. The customer stated that the patient had dropped the recorder prior to leaving the office. The study showed a tracing from the capsule up to the end of the study, although it does have a few small gaps near the end of the 1 hour and 30 minute study. A repeat procedure will be performed. There was no harm or injury to the patient.